Event description:
Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the identified photos: red particles in the shell, crease fold, yellow biological tissue and labeled as left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to: exchange due to patient's concern with textured product. And "symptoms of alcl, rash under their arm pit that comes and goes, swollen lymph nodes," and ¿a dent."

Event description:
Patient reported left side ¿having symptoms of alcl, rash under their arm pit that comes and goes, swollen lymph nodes," and ¿a dent.¿ healthcare professional reported exchange due to patient's concern with textured product. The device remains implanted.